Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the trocar had a leak of co2. Another trocar was used to complete the procedure. There were no adverse consequences to the patient.